Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the endotracheal tube has a leak in the balloon. When inflated, will not hold air, and deflates immediately. Alleged issue reported detected during use. No patient consequence reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. The cuff inflated with no abnormalities. The sample was then immersed in water and no leaks were detected coming from the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. There were no issues found with the production sample; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
Customer complaint alleges the endotracheal tube has a leak in the balloon. When inflated, will not hold air, and deflates immediately. Alleged issue reported detected during use. No patient consequence reported. Patient condition reported as fine.